Event description:
The customer reported that during an abdominal colectomy after the device had been used to resect tissue, the jaws could not be re-opened while applied to tissue. The surgeon completed the procedure using sutures. The procedure was extended by over 30 minutes. There was no pt injury reported or any blood loss.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.